Event description:
Pt cardiac arrested. During resuscitation, code master xl applied to chest. Not used during resuscitation because pt core temperature very low. Did hook up to monitor pt and found no baseline reflected on monitor. Then used other means of monitoring. Leads were found to work on other machine. Pt did expire.